Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the implantable cardiac monitor, the battery voltage had dropped to 10-20% longevity remaining. At implant on (B)(6) 2018 the voltage was 100%. The device may have been exposed to cold temperatures during shipment. The patient was stable and would continue to be monitored.